Event description:
It was reported the batteries were not lasting long, only two or three times, and plunger anomaly. Customer's blood glucose was 89 mg/dl. Displacement test was performed, device passed, but a motor sound was noted. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.